Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implantation attempt of the subject device, it was reported that the p wave was clearly shown on surface ECG, but the intracardiac potential could not be measured when this lead was inserted to the atrium. Pacing threshold was 2v, and lead impedance was 400 ohms. Repositioning of the lead was attempted several times, but the intracardiac potential still could not be measured. A vvi pacemaker was implanted instead.